Event description:
It was reported that bd connecta 7 cm had foreign matter the following information was provided by the initial reporter: in the attachment I send you photos of bd posiflush xs/ bd connecta 7cm which we have just received back from the ambulance. Have you heard this problem before, that there is a "deposit" in the hose?

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. B3. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections d.3. And g.1. And the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photos. A black mark could be observed on the tubing of the sample. However, bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.